Event description:
It was reported that (2) devices were used during a t&a procedure. It was reported by the rep that the hp052 handpiece creates lockout with dh105 (mod code 31). The generator was just recalibrated. Opened a second dh105 to finish case. The or time was extended.